Event description:
The distributor reported that during inspection of the canopy they found that the panel a zipper is missing the pull tab and the teeth do not connect when the zipper closed. There was no pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned product found that on panel side a the pt access window has an open zipper slider body. Panel side b the drainage port zipper has 2 inch broken stitches. Window b the insert pin tape is torn. Panel side c on the leg the zipper slider is stuck. Note: the instructions for use state: never use the posey bed if there is damage to the canopy, access panels or zippers. A failure to heed this warning may result in pt escape or unassisted bed exit, which may lead to serious injury or death from a fall. Always check the canopy and the zippers before leaving the pt unattended to help reduce the risk of a fall or unassisted bed exit. Check the canopy to make sure there are no tears, holes, or abrasions in the nylon panels or netting, and that the canopy and frame are secure and attached properly to the hospital bed. Check the zippers to inspect zipper coils for any kinks or misalignment. Test that all zippers open easily and close securely and there are no gaps or openings when pressure is applied along the entire length of each zipper. Always use the zipper pull-tabs and ensure that zippers are fully closed. Never try to tip a panel open, as this may damage the access panel or the zipper slider by bending it open. If a zipper slider is damaged or if zipper teeth are broken or missing, the zipper may not close securely and the pt will be able to open the panel and fall. Never use the bed if a zipper slider is bent open or damaged as this may prevent the zipper from closing securely. (B)(4).